Manufacturer narrative:
A review of the manufacturing documentation associated with this lot#f2205003 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician stated that he has had one patient who returned for follow up after placement of 6f-7f mynxgrip vascular closure device (vcd) who presented with a large hematomas and clear discharge from the access site. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the physician stated that he has had one patient who returned for follow up after placement of 6f-7f mynxgrip vascular closure device (vcd) who presented with a large hematomas and clear discharge from the access site. The product was not returned for analysis. A product history record (phr) review of lot f2205003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿haematoma¿ could not be confirmed as the product or photographs were not returned for analysis. The exact cause of the reported event could not be conclusively determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the vascular closure device (vcd) sealant. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the hematoma. However, patient factors, pharmacological factors and/or procedural factors may have contributed the reported event. According to the product instruction for use, which is not intended as a mitigation of risk, prolonged access site-related bleeding is a potential risk associated arterial closure procedures. The user should maintain fingertip compression on the skin while removing the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.